Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine will not recognize that the reservoir is loaded. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the machine experienced a blood spill damaging the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).